Event description:
It was reported that cadd- solis ambulatory infusion experienced over-delivery, during testing. No patient injury reported.

Manufacturer narrative:
B5: additional information received via email and attached on (B)(6) 2022. Patient details provided. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated, problem was not duplicated. Unable to confirm, customer problem. No problems were found with the pump. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed, because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found, during the review of service and repair records. Therefore, no manufacturing DHR review is needed.